Event description:
It was reported by the clinician that the ak-01000 was placed successfully into the pt. There was an issue with the tubing below the stopcock becoming disconnected once the bag was attached. As a result, another kit was opened and used successfully. There were no pt complications reported. Add'l info rec'd from the hosp on (B) (6)2009 stated the tubing disconnected on its own.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.